Event description:
Boston scientific received information that there was loss of capture with asystole lasting fewer than two seconds on this pacemaker and associated right atrial (ra) lead. The lead was explanted and replaced. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This correction report is being filed to update device code and evaluation conclusion code.

Event description:
Boston scientific received information that there was loss of capture with asystole lasting fewer than two seconds on this pacemaker and associated right atrial (ra) lead. The lead was explanted and replaced. This device remains in service. No additional adverse patient effects were reported.